Event description:
Baxter reported an observation of blood contamination in the internal pressure monitor of the a system 1000 machine. Investigation relative to reports of blood in the internal pressure monitor of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the blood line during pt use. No pt injury or medical intervention was reported.

Manufacturer narrative:
The system 1000 hemodialysis machine contains internal pressure monitoring lines that are connected to pressure fittings on the outside of the machine. A sterile hydrophobic transducer protector is placed on each pressure fitting before connecting a pressure monitoring line to it (on the outside of the machine). The pressure monitoring line is part of the disposable pt bloodline. The transducer protector is used to prevent the blood from entering the pressure monitor that can cause disinfection problems and possible cross-contamination between pt's. The system 1000 operator's manual instructs users to replace transducer protectors between pt treatments. The manual also instructs users to replace wet transducer protectors, check the internal level adjust/pressure monitoring system for possible blood contamination, and replace contaminated components as required. On june 10, 2004, baxter issued a satety alert in response to reports received relative to blood contamination of the pressure monitoring lines in hemodialysis equipment. Although the disposable device in question is not sold in the united states, the safety alert was issued globally. See attachment for details.